Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix could not be fully extended when the lead was used in the patient. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.